Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided. This supplemental is one of two reports being submitted for this case. Please reference manufacturer report number 2015691 - 2022 - 06810.

Event description:
As reported by the field clinical specialist, during a valve-in-valve with a 29mm sapien 3 valve in a freestyle valve that failed, the s3 valve embolized into the left ventricle (lv). Post dilation was performed with additional volume and the s3 valve embolized into the ventricle. The delivery system was advanced across the s3 valve and inflated; tension was applied to the delivery system to pull the s3 valve into the surgical valve annulus where additional contrast volume was added to increase radial force within the surgical valve. A second s3 valve was implanted within the first s3 valve. Post deployment the thv in thv showed that the valve embolized into the lv. The two valves were pulled back within the surgical valve annulus before adding additional volume. The valves subsequently embolized towards the aorta. The decision was made to place the patient on va extracorporeal membrane oxygenation (ECMO) the third valve was deployed within the second s3. Post procedure hemodynamics showed no gradient and left ventricular end-diastolic pressure (lvedp) of 8. The patient was transitioned to va ECMO before being taken to the ICU. The plan is to wean ECMO off before weaning off ventilator.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences. An image evaluation was not performed due to imagery provided not being relevant to the complaint event. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were unable to be confirmed due to unavailability of procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. It should be noted that this was an off-label implant of a sapien 3 valve in pure aortic insufficiency in a pre-existing surgical valve in the aortic position. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. As reported, "the 2nd s3 valve was deployed within the first s3 valve, which remained at this time within the surgical valve at an estimated depth of 90:10 a/v via fluoroscopy and tee. Post dilation was performed with +6ml added to the delivery system. Again, after post dilation the thv in thv embolized into the lv. The delivery system was advanced, inflated the balloon and pulled both s3 valves back again within the surgical valve before adding additional volume. The team post dilated again adding another 2ml (+8ml total). The valves still moved easily into position but subsequently both s3 valves embolized towards the aorta. At this point, the decision was made to place the patient on cardio-pulmonary bypass. Once the patient was stabilized on pump, a third 29mm s3 valve was prepared and delivered a the top of marker at the bottom of the frame of the first two thvs". Since this was a pure aortic insufficiency pre-existing surgical valve case, the pre-existing surgical valve had lack of calcification (pure aortic insufficiency case), which could lead to the deployed valve dislodging from the target site (native annulus). This resulted in the first valve embolizing into the ventricle due to the deployed valve being inadequately anchored to the target site (native annulus). The second deployed valve with first valve also failed to anchor to the target site (native annulus), which resulted both valves initially embolizing into the aorta. As such, available information suggests that procedural factors (off label with pure aortic insufficiency) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment is required. This supplemental is one of two reports being submitted for this case. Please reference manufacturer report number 2015691-2022-06810.